Event description:
It was reported that an asymptomatic patient was presented in the clinic for follow-up. Upon interrogation, the pulse generator exhibited backup vvi operation. After a device software download, normal function resumed. The patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.